Event description:
The customer reported a sync failure during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a sync failure during testing. There was no patient involvement. The device was evaluated at philips. The symptom was duplicated. The issue was isolated to a faulty processor pca. The processor pca was replaced. The device passed testing and was returned to service.